Manufacturer narrative:
H.6. Investigation summary; this statement is to summarize the investigation results regarding a complaint that alleges false positive result when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch numbers 3009033. It was reported that the test report resulted as positive. The provider didn't believe the result, so the results were changed to negative. The patient came back on another day for the test and all the results were negative. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample analysis were performed on the batch number provided. Results were acceptable and no relevant issue was found. No photos or samples were received; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. The root cause could not be determined. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b, there was a false positive result. No patient impact reported. The following information was provided by the initial reporter: "resulted as positive then provider didn't believe it so results were changed to negative."

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b, there was a false positive result. No patient impact reported. The following information was provided by the initial reporter: "resulted as positive then provider didn't believe it so results were changed to negative."

Manufacturer narrative:
G5: PMA/510(k)#: item is also eua - eua (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.